Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a failure occurred with two prostyle devices relative to a venous ablation interventional procedure. No additional information was provided at this time.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss appears to be related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty. Reportedly, the physician had not removed the guide wire prior to deploying the device. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: advance the device over the guide wire until the guide wire exit port is just above the skin line. Remove the guide wire before the guide wire exit port crosses the skin line. It appears that the IFU violation contributed to the reported difficulty. The reported difficulty appears to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 3190 removed.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was a venotomy closure of the right common femoral vein using two prostyle devices after a venous ablation interventional procedure using an 8f sheath. Reportedly, a cuff miss occurred with a prostyle. A second prostyle device was attempted; however, it also had a cuff miss occur. It was reported that the physician had not removed the guide wire prior to deploying the prostyle devices which likely caused the cuff misses. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.